Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked. The balloon catheter could not be advanced smoothly. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.